Event description:
A physician reported four cases concerning ceeon 911a. One case concerned a patient (age and gender unknown) who underwent cataract surgery and was implanted with ceeon 911a foldable lens on an unspecified date. One month following surgery the patient developed chronic macular edema and a thin membrance over the lens. The patient was treated with yag laser therapy and recovered completely from the event. At the time of this report no details of the lens, batch number or expiry date were provided. The event is considered serious/intervention required. The report case lacks information on details of the surgical procedure, irrigation fluids and concomitant medication used during surgery and during the post operative period. Information on ocular medical history is not provided. The serial number/lot number of the lens is not provided. It is difficult to assess whether the events were due to the complication of the surgery e.g. Contamination leading to an infection or due to the lens itself.